Event description:
During an atrial fibrillation procedure, there was an ivc (inferior vena cava) tear due to a sheath exchange between an mdt and baylis sheath. After finishing the pre-voltage advisor hd grid map with a versacross steerable sheath, it was attempted to be exchanged with an mdt flex contour sheath. However, there was difficulty with the septum and in the process of advancing into the heart and pulling back into the ivc with the wire and sheath, the wire turned on itself and the sheath pressure tore the ivc. The patient became hypotensive and there was a build-up of fluid in the abdomen. The tear was confirmed with fluoroscopy. A stent and balloon occlusion were placed. The ivc tear then resolved on its own with no further repair necessary. The patient is stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).